Event description:
It was reported that the injection site of an intravia container had leaked. The customer used an unknown 16 gauge needle, with a prn adapter, in order to fill the intrivia bag. The bag was filled with 30 grams of a non-baxter drug. After the needle was used to fill the bag and remove air bubbles it was removed from the bag. The intrivia bag was then placed in the refrigerator. The next morning it was observed that half of the drug solution had leaked out of the bag. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation. This device was visually and functionally tested against product specifications. Upon visual inspection, a hole was observed at the injection site. The exact cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.